Event description:
It was reported that the patients ipg was not charging like it used to. Database analysis revealed that the impedance measurements were observed and confirmed multiple contacts to have low impedances. It was also noted that the battery discharge was inconclusive and the charge profile did confirm less than optimal charger alignment and ventilation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.